Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified the alarm ¿leak in iab circuit¿ in the fault error logs. However, the fse was unable to duplicate problem. The iabp ran and passed all performance and function tests. The fse ran the cs300 with a balloon and patient simulator with no problems. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while in use, the cs300 intra-aortic balloon pump (iabp) alarmed "leak in iab circuit". There was no patient harm or adverse event reported.

Event description:
It was reported that while in use, the cs300 intra-aortic balloon pump (iabp) alarmed "leak in iab circuit". There was no patient harm or adverse event reported.